Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient. It was reported the patient's weight was (B)(6). Steps taken to resolve the dead ins that would not charge and the soreness at the ins site included surgical revision of the ins and cleaning of the incision site. Following the surgery they were able to charge their ins but the incision site was still in the process of healing. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had their battery replaced on (B)(6) 2017 and their new battery was already run down and the patient couldn¿t seem to get it to charge. The patient said the ins site was really sore and the incision site was not healed. The patient said they noticed the ins was not working one day so they put their charger on it and it was dead. The patient sat with the charger on it all day as much as they could stand, but it was irritating the incision so they took it off. The patient tried again yesterday and it irritated and would not charge. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported the same information as before indicating that they had an infection and had to have a revision done. The patient mentioned that they weren't sure if it was flipped or not. No further information was reported at this time.

Manufacturer narrative:
Add date of 2017-12-21 as it was left blank in the last supplemental if information is provided in the future, a supplemental report will be issued.

Event description:
No new information